Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level on (B)(6) 2016. She was programming a bolus and did not press the act button for the insulin pump to deliver what was suggested. After putting the insulin pump in her pocket, she may have programmed a bolus that delivered 16 units. She initially drank soda to treat for her low blood glucose level prior to hospitalization. The customer was experiencing low blood glucose levels. The site was irritated from a piece of tape that came over the top of the transmitter. The customer was hospitalized on (B)(6) 2016. Her blood glucose level was 102 mg/dl and then 74 mg/dl. The customer's blood glucose level went down to 30 mg/dl. Her husband called the ambulance. The emergency room doctor was familiar with the insulin pump and changed her settings. The device was not returned.